Manufacturer narrative:
The following analysis has been performed on the returned product: visual examination revealed that stent to no longer be present on the balloon, as it was deployed during the course of the procedure. The sds was returned inserted through a tuohy-borst valve and a 9f acs guiding catheter. A severe bend-type kink was noted in the guiding catheter, 7.0 cm distal to the strain relief. Functional testing was performed by prepping the balloon per instructions for use. The balloon was then pressurized to 12 atmospheres with water (while still inserted through the tuohy borst valve and the guiding catheter) revealing no pressure loss. A negative pressure was then pulled, and the balloon deflated almost immediately, without difficulty. This procedure was performed two additional times revealing no deflation-related difficulties. The balloon inflated and deflated normally and was found to be intact. Light optical examination of the cross-sectioned hub revealed no anomalies or occlusions were observed. Although the exact cause for the reported difficulty could not be determined, it is possible that the kink observed in the returned guiding catheter may have contributed to the difficulty in deflation encountered. This is the first complaint of this type reported for this sterile lot number.

Event description:
The stent was deployed. The balloon did not deflate.